Manufacturer narrative:
H.6. Investigation summary: five open 32g x 4mm pen needle samples were returned from lot. No. 8352686, cat. No. 325103. Visual examination of the returned samples was carried out and evidence of a teardrop label being applied to the covers was observed. No teardrop labels were returned. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see section h.10.

Event description:
It was reported that bd micro-fine¿ insulin pen needles were not sterile. This was discovered before use. The following information was provided by the initial reporter: the patient refers that around 10 pns were boxed with no seal, thus they are not sterile.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ insulin pen needles were not sterile. This was discovered before use. The following information was provided by the initial reporter: the patient refers that around 10 pns were boxed with no seal, thus they are not sterile.